Event description:
The patient received an scs system including an ipg on (B)(6) 2011. It was reported that she was unable to communicate with the ipg via the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the patient. Follow-up on this issue found that the patient can now recharge her ipg; however, she is concerned about the total time needed to do so. The patient will be contacted for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.